Event description:
A philips field service engineer reported that this device failed to power on via ac and dc power. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.